Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a c-pilot files cc+ sterile file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Internal investigation has been completed by responsible department, based on customer information (lot no.) - see attached file. Root cause investigation: the final root cause for this complaint cannot be confirmed. The claimed product is not available for investigation. No changes in production. No DHR issue. DHR was without fault. According to customers initial description, the breakage was caused due to patients root canal anatomy. General note: the complaint is registered and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.